Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead had high out of range shock impedances greater than 125 ohms. It was noted that the shock impedances were relatively high at implant as well. The physician planned to see the patient in the clinic. The system remains in-service. No adverse patient effects were reported.